Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to be discarded by the user facility. One clip was returned that had a tear drop shape and was slightly scissored. The lot number was not provided, so the device history record could not be reviewed for discrepancies.

Event description:
It was reported that the clips were not fully closing and were slipping off the duct/artery/veins. The loose clips were removed. Another device was used to complete the procedure. There were no pt problems. The device was reported to be discarded. One clip was returned to the MFR.